Manufacturer narrative:
Evaluation summary: one was received for evaluation, along with the cannula an obturator was received, a visual inspection was performed and it was observed one of the eyelets is broken; the failure mode flange eyelet is confirmed. The product is used in treatment. The reported condition was confirmed. Product does not meet specification. The investigation could not determine the root cause of the event. The failure relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. Additional information: (MFR region), (expiration date), (first and last name, email), (phone #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that while in use on a patient, the hole for fixing the neck holder was torn. The customer indicated that there was no patient harm.